Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k347 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot k347 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned photographs is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4). (B)(6) 29-mar-2022.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 300ml of whole blood had been processed at the time the blood leak was observed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer returned photographs for investigation.

Manufacturer narrative:
Photographs were provided by the customer for evaluation. The complaint kit and smart card were not returned. The customer provided photographs verify the drive tube broke during the ecp treatment. Evaluation of the photographs show the drive tube broke above the location of the upper drive tube bearing stop. The upper drive tube bearing stop is damaged. The damage to the drive tube is consistent with a misload of the upper drive tube bearing into the retainer clip causing the drive tube to contact the bearing retainer. A material trace of the drive tube and centrifuge bowl used to manufacture lot k347 showed no non-conformances. A device history record review for kit lot k347 did not identify any related non-conformances and this kit lot passed all lot release testing. The root cause for the drive tube break was most likely due to the drive tube bearing not being secured into the retainer clip during installation of the drive tube by the end user; however, a definitive root cause could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6) 29-apr-2022.